Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has superior vena cava syndrome (svcs) and bilateral upper limb swelling. The right ventricular (rv) lead and right atrial (ra) lead were explanted. No further patient complications have been reported as a result of this event.